Manufacturer narrative:
An event regarding revision of a triathlon insert for unspecified reason was reported. The event was not confirmed. Method and results: device history review: DHR review for this lot was satisfactory. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient staged primary total knee replacment. On (B)(6) 2015 all components were removed on the left side and spacer placed for 2 stage revision.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-301; lot# koapa; triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# mmxxd; triathlon asym patella a32x10; cat# 5551-l-320; lot# lea287; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient staged primary total knee replacement. On (B)(6) 2015 all components were removed on the left side and spacer placed for 2 stage revision.